Event description:
It was initially reported that the patient has felt hoarseness since her surgery and it had not improved. The patient stated that the more she talks the worse it gets. The diagnostics showed to be within normal limits. Information was now received from the patient that after her placement in 2018, she developed vocal cord paralysis and her device had to be turned to the lowest settings. It was noted there was no trauma to device. No additional relevant information has been received to date. No surgical intervention for the vocal cord paralysis specifically has been reported to date.